Event description:
A peritoneal dialysis (pd) patient's nurse reported that the patient had informed her of a cycler alarm the previous night. The patient tried resetting with new supplies but was tired and did not complete the treatment. He did manual treatments the next morning. He reported swelling of his hands and face. During follow up the pd nurse reported that the patient came into the clinic (B)(6) 2015 due to abdominal discomfort and swelling of his face and hands. The nurse did a manual drain and found the patient's effluent cloudy. He was diagnosed with touch contamination peritonitis as it was reported he contaminated his connection while attempting to reset with new supplies while tired. His pd effluent culture grew staph. He was treated with antibiotics including vancomycin. He was not hospitalized at any stage and recovered from the infection. Medical records have been requested.

Manufacturer narrative:
The device was not returned to the manufacturer for physician evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.